Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. On (B)(6) 2015 and (B)(6) 2015: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 6 months post implant of composix kugel mesh, patient was diagnosed with bacterial infection, fistula, abscess, adhesions, inflammation, fibrosis and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, adhesions and inflammation as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6)2015: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2009 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿the bowel was reduced back in the abdominal cavity. A large composix kugel patch was chosen. It was placed in an underlay fashion, tacked circumferentially using protack device and then more medially the fascia was tacked to the mesh using sutures.¿ (B)(6)2015 - patient was diagnosed with abdominal wall cellulitis, abscess with purulent drainage thereby underwent incision and drainage of abdominal wall abscess. Per operative notes, ¿there was small amount of mesh seen below the umbilicus, but there was no purulence coming from beneath this. The wound was copiously irrigated and then packed with plain gauze packing." (B)(6)2015 - patient was diagnosed with infected mesh, fistula and extensive intra-abdominal adhesions thereby underwent open repair with lysis of extensive adhesions, small bowel resection and removal of old mesh. Per operative notes, ¿there was inflammatory tissue that was dissected down to the mesh, very dense adhesions of the small bowel to the midportion of the mesh was removed and the area of the fistula was taken down." (B)(6)2017 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with lysis of adhesions, bilateral transversus abdominus release and synthetic mesh placement. Per operative notes, ¿once the lysis of adhesions was completed, the hernia was identified and a bilateral transversus abdominus release was performed. A section of hernia sac was excised from the subcutaneous space and this was sewn to the defect using sutures. A piece of synthetic mesh was placed in the rectrorectus space and sutured." Attorney alleges that the patient had abscess, adhesions, bowel perforation, bowel removal, fistulae, infection, pain, ring break, cellulitis, serosal tear, nausea, vomiting, anemia, hernia recurrence and emotional injuries.